Event description:
Customer ships equipment with multiple failures. The equipment is diagnosed by emco's technical staff and the parts required for repair, was possible to download technical events.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was serviced. The root cause was determined to be preventive maintenance not carried out within the designated time frame. In consequence (correction) the partner informed us that they would replace the power supply and the pressure sensor assembly. No response was received from the partner if they replaced the parts and if it resolved the problem. The "company_statement_yearly maintenance.pdf" was shared with the partner who in turn would share it as an official response to this complaint with the customer. There was no patient or user harm reported.